Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited a loss of capture. Imaging revealed that the lead had dislodged. On (B)(6) 2016 the lead was successfully explanted and replaced. The patient was in stable condition post surgery.